Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via the manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that since being implanted the patient has experienced new motion sickness, increased left leg numbness, blood sugar problems, feeling stimulation when it is turned off, battery site soreness, the battery moves, and they have to charge frequently. Reprogramming was performed to help with the charging interval and an impedance check showed all with normal limits. It was unknown what led to the event. The patient saw their health care provider (hcp) and an MRI was ordered however the results were unknown. No cause, interventions, or outcome were provided however additional information has been requested and if received a follow-up report will be sent. The patient has a medical history including asthma, gerd, diabetes, mini strokes, clotting disorder, and anxiety.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative on 2017-mar-03. It was reported that the implantable neurostimulator (ins) battery catches when the patient slid up in her bed because it was tipped in the pocket. The rep also reported that the ins was mobile to the point where the patient could flip it and they had gained weight since implant. Lastly, it was reported that the recharger belt was not effective because of the battery position.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that it was unknown what the causes of the patient's issues were. The patient's MRI was canceled due to her blood sugar being low and it was unknown when it would be rescheduled. The patient stated she was taking medication to help with the motion sickness.